Event description:
Reporter stated that pt obtained back-to-back blood glucose results of 403 mg/dl and 137 mg/dl, while using the suspect device. Reporter indicated that pt's therapy was not modified based on these values. Quality control testing was not performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.